Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event has been estimated to the date of explant.

Event description:
It was reported a patient underwent an implant of a 29mm epic mitral valve on (B)(6) 2014. On an unknown date, the patient presented to the hospital with chest pain. The patient was admitted and on (B)(6) 2022, the patient underwent an explant of the 29mm epic mitral valve. Upon explant, it was noted that something like calcification was observed. A non-abbott device was implanted was successfully implanted. The patient remained stable throughout the procedure. The patient was still in the hospital at the time of report but had moved to general ward from the intensive care unit. No additional information was provided.

Manufacturer narrative:
Explant due to chest pain was reported. The investigation found that there was circumferential pannus in the inflow and outflow surfaces, which extended onto all three cusps and narrowed the inflow diameter. The pannus also limited the mobility of cusps 1 and 2. Cusp 2 had a fold with incomplete coaptation. Cusp 3 had thinning and degenerative changes to the tissue. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The pannus noted on the valve could have caused stenosis or other valve dysfunction, which may have caused the reported chest pain. There is no indication of a product quality issue with regards to manufacture, design, or labeling.